Event description:
It was reported the patient has lv (left ventricular) stimulation at output > 1 v, .6 ms. However, the threshold is higher than that. It was also reported the patient gets hiccups, during threshold testing in the office and during the night. The lead is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.